Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. It was reported that the device failed periodic preventative maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found a slightly bubbled downstream occlusion (dso) seal. Functional test was performed, and the dso sensor was malfunctioning. The cause of the primary problem was a faulty dso sensor. Replaced the dso seal, dso sensor, and the dso bezel.

Event description:
It was reported that the pump failed the periodic preventive maintenance during testing. There was no patient involvement, no harm/adverse event reported.